Event description:
The complainant reported the automated impella controller console was properly upgraded for the implantation. However, after approximately 30 minutes, the soft buttons were no longer working or were no longer responding. The console was replaced without issue. There was no report or indication of patient involvement.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.